Event description:
It was reported that during a shoulder arthroscopy the guide thread was broken while the thread was being led through the anchor. The broken part was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed. One unpackaged c10441-12 fibertak inserter from an ar-3638-1 was received for investigation. Visual inspection identified that no suture assembly was returned for inspection. As such, the alleged breakage could not be verified. No problem was found with the returned inserter.